Event description:
Coaptite post approval study. Pt injected with coaptite injectable implant for stress urinary incontinence on three separate occasions. The first of 2.0ml coaptite was on (B)(6) 2008, the second of 2.0ml coaptite on (B)(6) 2008, and the third of 3.0ml coaptite on (B)(6)2009. The pt developed a urinary tract infection, once week after the third injection. The pt was treated with antibiotics for one week and the uti resolved.

Manufacturer narrative:
Lot 1009317, exp date: 04/01/2011, injection dates: (B)(6) 2008, (B)(6) 2009. Device mfg date: 04/2008. This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required antibiotics, it was determined to be a reportable event. The device history records for coaptite lots 1009279 and 1009317 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for either lot. The coaptite lot number from the first injection ((B)(6) 2008) had not been provided; query for most probably lot used will be conducted by the u.s.a. Coaptite distributor, boston scientific corp.